Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample was diluted 20 times and then tested, resulting as 512.9 miu/ml. The sample was repeated, resulting as 75015 miu/ml. No adverse events were alleged to have occurred with the patient. The field service engineer determined that the issue was caused by a damaged sample probe. The probe was replaced. Precision studies were performed and these were ok.